Event description:
It was reported by the customer that a pyxis anesthesia es system's displayed a failed drawer error message during a case. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, items were found blocking the sensor for the affected drawer. These items were handed back to the customer and the drawer was tested and confirmed operational. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a.1, d.4, h.6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-aug-2021 to 15-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer found items blocking sensor to drawer. A field service engineer handed items back to customer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a failed drawer error message during a case. There were no adverse events or injuries reported based on this incident.